Event description:
In 2003 -pt underwent implant of two davol mesh devices to repair hernia defects (prod lot # 43imd232 & prod lot # 43end224). In 2006 -pt to the ER with signs and symptoms of a small bowel obstruction. A CT scan was obtained and demonstrated recurrent hernia with partial obstruction and an exploratory laparotomy was scheduled. During the surgery, the pt was "found to have extensive adhesions, including areas of small bowel that were firmly adherent to his prior mesh repairs". The surgeon also found a "large portion of mesh that was balled up" in a cavity. "There was a loop of small bowel that was completely attached to the mesh, where the mesh was eroding to the bowel". The surgeon identified this spot as the site of the pt's bowel obstruction. The surgeon performed an extensive lysis of multiple adhesions and resected the mesh and a portion of bowel.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Note: it is unclear which (or if both) implanted mesh are involved in the event. See MDR 1213643-2008-00282 for info related to the other mesh mentioned in the event.